Event description:
It was reported that the customer was dirt biking and the insulin pump fell and now the screen is smashed. Customer's blood glucose reading at the time of the call was 6.9 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, cracked case at a display window corner, and a cracked reservoir tube lip.